Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "notes indicate difficulty advancing sheath. Sheath was removed and reinserted. Catheter was advanced. It is unclear if there were any alarms noted at this time. Blood wasn't seen on insertion". As a result the catheter was removed and therapy subsequently weaned. No patient harm or injury.